Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging that her meter was displaying an "er2" message. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2013, at an unknown time in the morning. The patient stated that she manages her diabetes with an unknown type of insulin through pump therapy and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. Approximately 4 hours later, the patient claimed to have developed symptoms of feeling "sweaty, shaky, and hot" and despite her symptoms, she denied receiving any form of medical intervention. During troubleshooting, the cca confirmed the correct test strips and testing procedure was used, however, the issue remained unresolved. Replacement products were sent to the patient and the subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.